Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel following his initial report and confirmed that he was able to resolve the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to the monitor input setting being selected incorrectly. Olympus will continue to monitor field performance for this device.